Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency room due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was 330 mg/dl at the time of incident and 300 mg/dl when they admitted to hospital. The customer experienced symptoms such as nausea and headache. Customer was treated with manual injection. Customer was using insulin pump system within 48 hours of reported event. Customer did not allege insulin pump was under delivering. Customer performed high pressure test and it was passed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.